Manufacturer narrative:
(B)(4): eval, conclusion: should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2010-01529. The same device is represented in each medwatch as it was involved in two events. Add'l info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch bge561, bge562, bhb715, bjb199, bjp374, bjp612, and bke313.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2009. During the procedure, the surgeon perforated the bladder wall with the introducing needle and placed the mesh arm into the bladder. A cystoscopy found that the mesh had been placed into the bladder. The surgeon pulled the mesh arm out from the vagina and attempted to place the mesh again properly using the needle. The mesh was placed in the bladder again, so the surgeon decided to cut this arm and placed the mesh with three arms. The surgeon reported that a surgical procedure to repair the bladder is planned.